Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient reported the alleged issue first occurred. The patient reported taking oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 or 3 days later, she developed symptoms of "sweating and shaking." The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting the cca noted this was not the first time the meter had been used, and there was no misuse of the meter. The patient was found to be using the correct test strips. When the patient pressed the power button, the meter did not turn on, when the patient inserted a test strip, the meter did not turn on. The cca determined the patient was using the incorrect battery. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.